Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, lead exhibited undersensing, over pacing with loss of capture due to pacing into refractory. No asystole and patient is not dependent. This rv lead remains in service. No adverse patient effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).